Event description:
It was reported the pt has been recharging the ipg more frequency than normal since receiving her new charging system. The pt has lost stimulation due to the ipg (battery) being low. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.